Event description:
Mayfield tongs were applied pre-operatively by the surgeon who also assisted with the positioning and locking of the mayfield frame joints. During the procedure, the pt's head "slipped some" - the physician's assistant broke scrub and checked all of the joint connections again. The surgeon continued with the procedure. The pt's head moved again. The physician's assistant checked the connections again, and at that point the certified registered nurse anesthetist held the pt's head until the procedure was completed. The surgeon examined the pt and tongs. A laceration was noted on the right side of the scalp at the tong insertion site; which was repaired. The surgeon did a neuro-assessment which was negative for a deficit at that time.